Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm during a bolus. His blood glucose level was 250 mg/dl. When he tried to remove the battery, he received a weak battery and failed battery test. He then received a battery out limit when he inserted the battery back. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery or weak battery alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.